Event description:
The patient experienced a shocking/jolting and burning sensations in the pocket location which sometimes reached her spine. She also had stimulation in the wrong location and noted the audible "zapping" in her toes and hands. These symptoms began a few weeks ago when she leaned over to tie a cushion to a patio chair. It was also noted that she was losing vision in her right eye due to what her physician thought was a blood clot. Her sight was improving but not quite back to normal. Her device was turned off at the time of this report. The patient was at home in fair condition. She was re-directed to her physician. Further information was requested.

Event description:
Reporter alleged obtaining the following readings on the compact plus system: 493 mg/dl on (B) (6) 2009 at 12:20 pm, 179 mg/dl; on (B) (6) 2009 at 12:22 pm, 219 mg/dl; on (B) (6) 2009 at 12:26 pm, 79 mg/dl; on (B) (6) 2009 at 1:43 pm, 175 mg/dl; on (B) (6) 2009 at 1:45 pm, no actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.